Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report excessive no delivery alarms and high blood glucose levels. The customer's reading was 457 mg/dl. The customer stated the alarm was resolved by a complete set change. The customer stated that she changed the reservoir and the quick set was bent and she saw insulin coming out. Nothing was replaced or returned for analysis.